Manufacturer narrative:
This supplemental report was filed to provide additional information.

Event description:
This supplemental report is being filed to provide additional information that this entire system was turned back on. Recently, this patient has received multiple inappropriate shocks due to oversensing of noisy signals with smaller signal amplitudes. There was also some undersensing noted. The system remains in service at this time. No adverse events were reported.

Event description:
It was reported that this patient had recently received an sicd implant. The patient has since then received two inappropriate shocks due to oversensing of noisy signals. Technical services discussed the possibility of air bubble noise. The system is currently programmed off for troubleshooting. No additional adverse events were reported.